Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarms. Scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 454 mg/dl. Unable to treat due to lack of insulin. Drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.